Event description:
One of the buttons was not functioning or will sometimes activate when it is not being pressed.

Manufacturer narrative:
Conmed electrosurgery did not receive the device yet. A (B)(4) has been issued for the return of the device. Once received, conmed will conduct an evaluation on the suspect products. Conmed will file a f/u report within 30 calendar days to state our findings.